Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "attempt was made to insert this balloon in cathlab but the balloon was not able to fill properly with helium gas". As a result a new iab was inserted. No patient harm or injury. The patient status is reported as "fine".